Event description:
It was reported that during the initial implant of this right atrial (ra) lead, oversensing of ventricular beats and non-capture were observed when positioned in the right atrium. A different lead was successfully implanted instead. No adverse patient effects were reported. The attempted lead will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the initial implant of this right atrial (ra) lead, oversensing of ventricular beats and non-capture were observed when positioned in the right atrium. A different lead was successfully implanted instead. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.